Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that the reason for the ivc filter implant was due to the patient was scheduled for gastric bypass surgery and had a previous history of deep vein thrombosis and was on coumadin in the past. The physician wanted to place the filter for prophylaxis, since the patient is unable to be anticoagulated. The filter was deployed without difficulty and fluoroscopy confirmed the position of the filter. There were no complications. The patient was in satisfactory condition. On (B)(6) 2017 the patient received a CT of the abdomen without contrast. Findings revealed that the alignment of the filter is straight. Location of the tip of the filter with regard to the wall of the vena cava is difficult due to the absence of fat surrounding the vena cava at this level. The distal tip of the filter does appear to lie adjacent to the anterior vena cava wall. Location within the vena cava is difficult to evaluate due to the absence of fat. However, the distal tip of the vena cava filter would appear to lay just below the level of the renal veins.